Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that "the safety mechanisms fell off. No impact on user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that "the safety mechanisms fell off. No impact on user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; h.3 device eval by manufacturer? Yes; d9: returned to manufacturer on: 13-mar-2024. Investigation summary: material #: 368650; lot/batch #: 3300965. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for cracked hub with the incident lot was observed. The failure modes of defective locking mechanism and bent cannula were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.